Manufacturer narrative:
On march 16, 2023, the mentor failure analysis lab has received the device for evaluation. On april 14, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample sal smooth rnd diap 200cc, a tear was observed at the union between the shell and the valve system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
One 200cc mentor smooth round moderate profile saline breast prosthesis was received by the mentor failure analysis lab on march 16, 2023, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. In the absence of clarifying information, it could not be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. During the device analysis, a tear was found at the union between the valve and the shell. As a result, this will be conservatively reported to FDA. If more information becomes available, mentor will submit a supplemental report accordingly.